Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 20-may-2019. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ('abdominal pain') and glaucoma ('glaucoma') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included condyloma excision in 1986, lipoma excision in (B)(6) 1220, c-section and vaginal delivery. On (B)(6) 2006, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criterion medically significant), glaucoma (seriousness criterion medically significant), myalgia ("muscular pain"), arthralgia ("joint pain"), tooth disorder ("her teeth were damaged very quickly"), bone disorder ("bones problems"), tooth loss ("the teeth came loose"), intervertebral disc protrusion ("disc herniation"), skin plaque ("red plaques on the skin") and rhinitis ("rhinitis") and was found to have uterine leiomyoma ("uterine fibromas / fibromatous myometrium"). Essure treatment was not changed. At the time of the report, the abdominal pain, glaucoma, uterine leiomyoma, myalgia, arthralgia, tooth disorder, bone disorder, tooth loss, intervertebral disc protrusion, skin plaque and rhinitis outcome was unknown. The reporter provided no causality assessment for abdominal pain, arthralgia, bone disorder, glaucoma, intervertebral disc protrusion, myalgia, rhinitis, skin plaque, tooth disorder, tooth loss and uterine leiomyoma with essure. The reporter commented: on (B)(6) 2006, hysteroscopy was performed to place essure and hysteroscopic surgery was performed with endometrectomy associated to the removal of left groin lipoma. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on an unknown date: the uterine cavity was filled with fibromas. Both position of essure implants were satisfactory, 2-3 trailing coils on the right and 1 to 3 trailing coils on the left. Further company follow-up with the regulatory authority is not possible. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.